Manufacturer narrative:
The customer indicated the device was discarded. During the investigation, no possible causes for the customer reported leak of a chemotherapeutic agent were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of (B)(4) and has a 510k of k052052. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver oxaliplatin 150 mg/500 ml, at a rate of 250 ml, via a plum pump. It was reported that six minutes after the delivery was started, an unspecified volume of solution leaked from a hole in the tubing at an unspecified location on the tubing set. The tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.